Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment.